Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen briefly went blank for a couple seconds. Troubleshooting with tandem technical support was performed, the customer plugged the pump to power source. Upon unplugging the device the screen turned back on. It was determined that the issue was with the wake button. Customer's blood glucose level was not impacted. Reportedly, the pump is functioning properly.